Event description:
Livanova received a report that a patient had undergone a surgery on 8th november 2018, was diagnosed positive to acid-fast bacillus (afb) culture for mycobacterium chimaera on (B)(6); sample collected on (B)(6). A heater-cooler 3t system was used during surgery.

Manufacturer narrative:
D.4. Serial number is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in charleston, south carolina. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow up, livanova was informed that, in the in the period from november 2018 and january 2022, the musc facility did not have safe, sanitary and sterile conditions and no sterile water was used. In addition, livanova was informed the patient died on (B)(6) 2023. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
See initial report

Manufacturer narrative:
Throught follow up livanova was informed of the sn in use and the issue was communicated to livanova on 25/august/2023. Relevant fields have been updated livanova received a report that a heater-cooler system 3t device wplaintiff alleges that he contracted m. Chimaera infection caused by contaminated 3t used during his aortic valve replacement surgery on (B)(6) 2018. Symptoms began in (B)(6) 2022 when plaintiff began experiencing chest pain, fevers, nausea, and weight loss. Plaintiff was then seen on (B)(6) 2022 for an aortic valve blockage. He underwent a second surgery on (B)(6) 2022 to replace his infected aortic valve and aortic root with an aortic homograft. Plaintiff underwent a third surgery on (B)(6) 2022 for insertion of a permanent pacemaker. A culture collected during his second surgery on (B)(6) 2022 was found to be positive for m. Chimaera on (B)(6) 2022 at national jewish health.. Within the information provided it is stated that the patient was seriously injured. Legal lawsuit has been issued and no other information has been made available other than that reported in the complaint file and attached in additional information section. DHR review of device serial number has been completed and did not identify any deviations or non-conformities relevant to the reported issue. Source of patient contamination remains unknown and the livanova device involvement as well. The involved device in use at the hospital at the time of surgery (2018) was not equipped with vacuum and sealing kit since upgrade activity was performed in 2020. Livanova implemented a strategy to decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H 11: through follow up, livanova was informed that the positive results for chimaera of (B)(6) 2022 were confirmed by gene sequencing (B)(6) 2022. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.